Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced a blank display even after changing the battery three or four times. The customer stated that she had to hit the bottom of the insulin pump for it to turn back on. The customer's blood glucose was 117 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was not exposed to moisture and only occasionally bumped or dropped. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. The customer's insulin pump passed the self test. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.